Event description:
The customer obtained lower than expected quality control results using vitros total -hcg (bhcg) on a vitros eci immunodiagnostic system. Vitros re qc level 1= 4.84, 4.99 vs. Expected 12.8 miu/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Ocd was not made aware of any erroneous patient sample results obtained or reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected quality control results were obtained using vitros bhcg reagent on a vitros eci immunodiagnostic system. The definitive assignable cause is unknown. However, user error associated with bhcg calibration frequency and reagent pack handling cannot be ruled out as a contributing factor. Additionally, an unknown issue with the bhcg reagent is a potential a contributing factor to this event. There is no indication that the vitros eci immunodiagnostic system had malfunctioned.